Event description:
It was reported that the patient was experiencing high charge burden with extended charge sessions more often. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The explanted ipg will not be returned.